Manufacturer narrative:
The instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the prograsp forceps instrument exhibited damage to the gripping unit or slipping off. The instrument could not be removed from the cannula. The customer removed simultaneously both the cannula and the instrument to resolve the issue. The tip of the instrument was reportedly bent and could not be straightened. There were no reports of pins sticking out of the instrument. The procedure was completed with no reports of patient injury. No fragment fell into the patient. There was a delay of 15 to 30 minutes. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage was at the joint between the distal end of the main tube and the metal part. No grip pin was dislodged at the wrist; it is unknown if a fragment at the tip of the instrument fell off. There was a gap between the main tube and the metal jaw. The 15 to 30 minutes of delay in the surgery was due to difficulty removing the instrument. Since it was impossible to remove the instrument, the staff broke it with something like a factory tool. There were no postoperative complications due to the delay. A diagram of the instrument's condition was attached. Site was unwilling to provide the information due to the hospital¿s privacy policy.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the prograsp forceps instrument to perform failure analysis. The was found to have a broken main tube approximately 50.15" from the distal tip. The component was broken and there may be missing pieces, but the size of the missing pieces cannot be confirmed. The missing pieces were not returned. For clarification, the customer complaint was "breakage or sliding of the gripper unit". The instrument was found to have a broken main tube cut in the middle of the main tube with the pitch cables and grip cables cut. Components adjacent to this broken main tube show damage. Additional observation(s) not reported by site: failure analysis found failure of dislodged proximal clevis to be related to the customer's reported complaint. The instrument was found to have the proximal clevis dislodged and all other distal end components cut off at the middle of the main tube shaft. As a result, the instrument could not operate properly. The instrument was not placed on an in-house system due to the proximal clevis and the main tube being broken. The instrument was not fully functional. The dislodged proximal clevis is typically caused by excessive side loading on the instrument. Additional observation(s) not reported by site: the instrument was found to have a broken grip cable at the distal end. The grip cable was found to be cut off at the break in the main tube. The instrument was found to have a broken pitch cable at the distal end. The pitch cable was found to be cut off at the break in the main tube. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.